Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and lv lead were explanted. The patient was treated with intravenous antibiotic. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).